Event description:
Additional information reported the patient¿s device reports for the left stimulator were reviewed and it appeared the patient¿s left device was turning off due to low battery. The patient needed to check their device and charge more often or at least charge prior to bedtime so it didn¿t turn off during the night. The reports showed the battery turned off on the 19th and 21st due to low battery.

Event description:
It was reported that the stimulation was turning off. On (B)(6) 2015 the left implantable neurostimulator (ins) turned off on the patient. The patient was not doing anything special or around any particular objects. Refer to manufacturing report number 3004209178-2014-03848.

Manufacturer narrative:
Concomitant products: product ID: 3550-09, lot# n278991, implanted: (B)(6) 2012, product type: accessory. Product ID: 3 7612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3391s-40, lot# v159340, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3550-09, lot# n272802, implanted: (B)(6) 2012, product type: accessory. Product ID: 7428, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3391s-40, lot# v159340, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the healthcare professional (hcp) believed that the patient believed that the issue was persisting on the left side. This occurred on the right side as well though that was not addressed because it was shown that it was turning off due to battery depletion. The hcp wanted to double check to see if that is the case again. The hcp stated every time they interrogate the ins the device is fully charged and the hcp claimed that the patient did a good job of maintaining the device. According to the reporter this issue occurred again on (B)(6) 2015. The reporter did not what time the device turned off spontaneously. On that date when the ins was checked with the patient programmer and it stated that it was off and so the patient turned it back on. The patient was not in advance mode on the patient programmer so they could not confirm the percent charge at that time. The left side device recharge data shows that the average session was 2.2 hours. The average interval was .4 days and average coupling of 8 boxes. The recharge data showed that the patient charged on (B)(6) 2015 for 3.5 hours to get to 100 percent. On (B)(6) 2015 for 2.5 hours to get to 100 percent charged. On (B)(6) 2015 for .5 hours to get to 100 percent charged. On (B)(6) 2015 for 2.2 hours to get to 75 percent charged. The reporter stated that the next 2 sessions did not show up though he saw on the right side that the charging went back to (B)(6) 2015.the reporter stated when he tried to scroll down to see more sessions the down arrows keys were greyed out. The right side turned off sometimes but had not done so recently. Evaluating the data from the recharger confirmed that the ins was turning off due to normal battery circumstances. The stimulator battery was too low and turning off. The three files that were evaluated confirmed the suspicion that these spontaneous stimulation off incidents were due to the patient allowing the ins to discharge to sleep mode.